Event description:
As reported, during a transurethral stone removal procedure, a ncircle tipless stone extractor's inner catheter and outer sheath of the device had become detached. The device was tested prior to use in an uncoiled state, and the basket was functioning properly during that initial testing. The device was used with a competitor flexible ureteroscope. After retrieving multiple stones approximately two to three mm in size and using the device more than five times without any issues, the user realized they had become detached. The device was retrieved by holding the handle part of the basket. The user successfully completed the procedure with another same type of device without further issues. A laser was not used while the device was in use. According to the reporter the patient's anatomy did not prevent the basket from opening or closing. It is unknown if the handle of the device was in the straight position towards the patient's body or pointed towards the ceiling while in use. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no unintended portion of the device that remained inside the patient.

Manufacturer narrative:
G4-PMA/510(k)# exempt. H3: device evaluation anticipated but not yet begun. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Correction: d2a and d2b, h6, annex a and annex g. Summary of event: as reported, during a transurethral stone removal procedure, a ncircle tipless stone extractor's inner catheter and outer sheath of the device had become detached. The device was tested prior to use in an uncoiled state, and the basket was functioning properly during that initial testing. The device was used with a competitor flexible ureteroscope. After retrieving multiple stones approximately two to three mm in size and using the device more than five times without any issues, the user realized they had become detached. The device was retrieved by holding the handle part of the basket. The user successfully completed the procedure with another same type of device without further issues. A laser was not used while the device was in use. According to the reporter the patient's anatomy did not prevent the basket from opening or closing. It is unknown if the handle of the device was in the straight position towards the patient's body or pointed towards the ceiling while in use. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. There was no unintended portion of the device that remained inside the patient. Investigation evaluation: reviews of and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The complaint device was returned to cook for investigation without original packaging. The device was returned with the inner basket assembly separate from the basket sheath. The handle was disassembled, revealing the cannulated handle was separated from the basket assembly. Cook could not complete a review of the device history record (DHR) or search for other complaints from the product lot due to lack of lot information from the user facility. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The evidence from the complaint file and quality control documents indicates that the complaint device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a cause of the complaint cannot be established. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.